Manufacturer narrative:
Citation: burzotta f, et al. An ¿orthotopic¿ snorkel-stenting technique to maintain coronary patency during transcatheter aortic valve replacement. Cardiovasc revasc med. 2021 jul;28s:94-97. Doi: 10.1016/j.carrev.2020.12.013. Epub 2020 dec 11. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case series regarding the use of a novel orthotopic snorkel-stenting technique to manage coronary artery obstruction during transcatheter aortic valve replacement (tavr). Case report 1: a (B)(6) female patient with severe aortic stenosis and a very low (7 mm) left main coronary artery take-off underwent tavr using a 26 mm medtronic evolut pro valve with left main coronary protection via the placement of an undeployed drug-eluting stent into the left anterior descending artery. Following evolut r implant, aortography showed contrast stagnation into the left coronary sinus with maintained antegrade flow into the left main. The previously prepared drug-eluting stent was retracted from the left anterior descending artery, then placed into the left main ostium and deployed. Final angiogram confirmed normal coronary flow with proper position of the evolut pro. The authors stated the post-procedural course was uneventful. Case report 2: a (B)(6) female patient presented with a severely regurgitant sorin mitroflow aortic bioprosthesis and was subsequently deemed high risk of right coronary artery occlusion (ostium height 4.2 mm). The authors decided to perform urgent tavr using a 23 mm medtronic evolut r valve with right coronary artery protection via the placement of an undeployed drug-eluting stent into the mid right coronary artery. The evolut r was implanted inside the mitroflow bioprosthesis and post-dilated with an 18 mm true balloon. Following balloon post-dilation, the pressure at the guiding catheter tip decreased and st segment modifications developed. The previously prepared drug-eluting stent was deployed in the right coronary artery. Final angiogram confirmed normal coronary flow with proper position of the evolut r. The authors stated the post-procedural course was uneventful. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.